Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the bfc connector, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable to resolve the reported issue. The system was tested and verified as ready for use. The affected part# 371721-03 involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding physical damage on the bfc connector was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following conclusion: the customer switched to single console after the start of the procedure due to physical damage on the bfc connector. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. The probable root cause of the physical damage on the bfc connector is attributed to broken bsc cable and the issue was resolved by replacing it. No additional actions are currently required given that this issue will continue to be tracked.

Event description:
It was reported that during a da vinci-assisted tongue base resection surgical procedure, the system had physical damage on the blue fiber cable (bfc) connector. The customer switched to other bfc cable and using single console. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.